Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted, the pt had blurry vision due to an unexpected postoperative refractive outcome. The lens was exchanged approximately three and a half months after initial implantation. Additional info was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. There have been no other complaints reported in the lot number. (B)(4).